Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed alert 65 over several months despite multiple restarts, and audio alerts were not audible even with volume at maximum while used with a 6 mm/23 in cartridge and dexcom g6 (sensor 9311, transmitter 8bw8yt). Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with medical device problem characterization limited by insufficient information and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.